Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to lead malfunction and high impedance. The lead impedance with the new system was marked as ok. Further follow-up revealed that the device was programmed off after observing the high impedance. No x-rays were performed. It was reported that th patient fell over in a seizures which is believed to have caused or contributed to the high impedance. It was reported that the lead was not available to be returned to manufacturer for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.